Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer treated high blood glucose with manual injection. Customer's blood glucose value was 548 mg/dl at the time of the call. Customer did partial troubleshoot for high readings. The infusion set will be returned for analysis.